Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On may 6, olympus medical systems corp. (Omsc) received the literature "endoscopic submucosal dissection in the treatment of patients with early colorectal carcinoma and precancerous lesions¿. The purpose of the literature was to explore the indications and clinical efficacy of endoscopic submucosal dissection (esd) on the early colorectal carcinoma and precancerous lesions. The surgeon used a colonoscope (olympus; ch-h290i), a hook knife (olympus; kd-650), an injection needle (non-olympus device) and a hemostatic clip (non-olympus device) in the esd. In the literature, it was reported that 1 case with persistent hemorrhage during the operation was transferred to surgical treatment. The author wrote, ¿in the present study, esd was performed on 29 patients. There was 1 case of persistent intraoperative hemorrhage, and the lesion was in the rectum; because of the double blood supply of the inferior rectal artery and perianal artery, it was easy to bleed during the operation and difficult to control, so the low colorectal lesions should be thoroughly evaluated before the operation.¿ also, 2 delayed postoperative hemorrhages were reported. The author wrote, ¿delayed postoperative hemorrhage occurred in 3 patients (10.3%) within 48 hours after esd. The peak period of hemorrhage was at 48 hours after surgery, which might be related to the extensive surgical wounds and insufficient hemostasis during the operation. There is no postoperative perforation and fever in the patients.¿ based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, a persistent hemorrhage required surgical treatment might occur when the surgeon used a hook knife during esd. This is the report regarding a persistent hemorrhage required surgical treatment.